Event description:
It was reported that during a bypass procedure, after firing the instrument, a few of the yellow drivers were laying in abdomen. All could be removed. No further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Additional information requested and received: was the procedure changed due to the event? No. The analysis found that the cartridge was received for analysis. Upon evaluation the cartridge was noted to have the right side fully fired and the two left inner rows partially fired. In addition the returned reload was disassembled to verify the condition of the internal components and it was found that several drivers at proximal end were pushed forward by the sled to the distal end. Additionally the one piece sled and the drivers that resulted out of position were noted damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge may not have been fired over a hard object.